Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the following verbatim the nurse was in process of removing the silastic tubing from pump (tubing change), when the top part of the silastic portion tubing fell apart.

Manufacturer narrative:
It was reported by customer that the nurse was in process of removing the silastic tubing from pump (tubing change), when the top part of the silastic portion tubing fell apart. One sample was received for quality investigation. Visual inspection was conducted and separation of the upper pumping segment was identified. Further examination of the silicone tubing does not show an indention in the silicone tubing. Additionally, the securement collar for the tubing was not provided with the sample. The customer complaint of tubing defective / damaged was confirmed. The investigation was forwarded to the manufacturer for further investigation. A root cause could not be determined, however, an additional investigation is currently underway through to identify the root cause and apply the appropriate corrective actions. A quality alert was implemented in each production line that had a pumping chamber machine in its configuration. In addition, an investigation is currently underway to identify the possible root cause of the reported failure. A device history record review for model 2420-0007 lot number 24095407 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.